Manufacturer narrative:
An investigation was performed using a simulated testing environment to determine the root cause of the reported event. The results of the investigation concluded that incorrect information was displayed on the pae screens of the reporting facility after they changed the pae configuration and did not restart the service. Although the information was incorrectly displayed on the pae screen, the database storage and associated reports reflected the correct patient medical condition data. There have been no adverse events or patient injuries resultant from the reported alleged malfunction.

Event description:
A customer site reported that medical history condition data on the medical history screen of the pre-anesthesia evaluation (pae) application did not reflect the correct conditions. There were no adverse events or patient injuries resultant from the reported alleged malfunctions.